Manufacturer narrative:
A company product safety rep reviewed the event with the facility mgr of (B)(4) engineering with the statement made that he didn't think the reported event was sys related. The company svc rep examined the sys and could not duplicate the reported problem. The sys was tested and it met all product specs. The root cause of the pt event cannot be determined in this investigation. (B)(4).

Event description:
The customer reported that an air bubble went into the pt's eye. The air bubble caused the anterior chamber to collapse. During the irrigation cycle the anterior chamber of right eye filled with air. After further irrigation, zonular rupture occurred superiorly. The superior lens capsule was folded over. Cortex remained in the superior lens capsule. The pt was referred to another facility and required further unk surgery. Add'l info received stated the surgeon noted the pt prognosis is unk and will take 6 weeks to determine if the f/u surgery was successful.